Event description:
There was an allegation of questionable total protein gen.2 results from the cobas 8000 c702 module. One example was provided of an initial result of 5 g/dl, and a repeat result of 76 g/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.